Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported material deformation; however, factors that could contribute to material deformation of an implanted stent include, but are not limited to, interaction with anatomy, patient anatomical morphology, patient disease state, post-dilatation strategy and product placement technique. Additionally, the reported treatment appears to be related to operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2021, a xience pro s drug eluting stent (des) was implanted to treat a moderately calcified lesion in the right coronary artery (rca). On (B)(6) 2021, angiography was performed which noted that multiple stent struts were damaged. A 3.5x15mm xience stent was implanted to treat the damaged stent struts. There was no adverse patient effect or a clinically significant delay in procedure. No additional information was provided.